Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter product. Event summary: the 4fc12 of lot number 0012191921 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 2.54 inches from the tip. The steering mechanism and deflection test were performed. The shaft bended as initially intended and was bending in the plane. There was no difficulty, no friction, or any noise in the steering mechanism. In conclusion, the sheath failed the return product inspection due to a kink/twist observed on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, while moving from the left inferior pulmonary vein (lipv) to the right inferior pulmonary vein (ripv), the sheath and balloon catheter could not be manipulated correctly. Additionally, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The electrical umbilical cable was replaced without resolve. The balloon catheter was then replaced to resolve the issue. The case was completed with cryo. No patientcomplications have been reported as a result of this event.